Event description:
After opening a new orbit, the physician found the orbit was stretched. The packaging was intact before opening the packaging. After removal from the package the product was damaged. All the products were prep per (IFU) instruction for use. During removal, the zipper was in the lock position. Once the introducer was visualized, the introducer was held while removing the product from the plastic tubing. Once the coil system was removed from the plastic tubing, the coil was exposed just after removed from the plastic tubing. After inspection, the coil was re-inserted in the introducer, and during this time, the coil was not unraveled. After the event, no other damages were noticed at any other section of the device. Prior to shipping, no other damages were noted on the delivery system. No further info was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13469733 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for lot 13469733. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. Additional info will be submitted within 30 days of receipt.